Manufacturer narrative:
The manufacturing facility could not perform a device history review as lot information was not reported. The manufacturer could not investigate the actual product sample, as the sample was not returned for evaluation. To verify that there were no situations or practices that could create/generate the event described by the reporter, an audit of the production floor was conducted. The reported product number, 100/127/035 was not going to be manufactured in the near future; therefore, production floor of product number: 100/141/025 was reviewed. Note, the two mentioned products are manufactured with the same process procedures, including process controls, product tests, line equipment, and process flows. Production personal were confirmed to be following procedure. The line clearance records were performed, and all training records were current. The reported product fault could not be confirmed to be related to a manufacturing issue. No corrective actions are planned at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use the endotracheal tube connector becomes easily disconnected from the endotracheal tube. No adverse health outcome resulted from this event.